Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently delivered multiple boluses resulting in too much insulin being delivered. Additionally, the customer experienced ongoing low blood glucose (bg) levels due to settings requiring adjustments; bg values were not provided. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.